Event description:
It was reported that during a peripheral angioplasty treatment, a balloon rupture occurred.the 90% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. Access was obtained with a 6french introducer sheath. A non-bsc guidewire was advanced to the lesion and a 4.0mmx40mmx135cm sterling balloon catheter was used for dilation. On the first inflation, the pressure stop raising. They removed this device out of the patient then a balloon rupture was noted. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device was not received for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).